Event description:
It was reported the tlc55 was used during an unknown procedure. It was reported by the affiliate on the firing process the knob of the device stopped. Another tlc55 was opened to complete the case. There was no consequence to the pt.